Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, even though alarm did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.